Event description:
The customer received a blood glucose reading of 37 mg/dl from his contour ts meter and a reading of 168 mg/dl from his wife's breeze2 meter. The difference between the readings falls in the c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide any additional information. No product will be returned. A replacement contour ts meter was sent to the customer.